Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.

Event description:
It was reported the pump is registering more insulin then intended when the customer request a bolus through the screen on quick bolus button. There was no impact to customers' blood glucose level.